Manufacturer narrative:
The reagents are being evaluated by siemens technical operation team. The cause for the discordant hemoglobin a1c results is unknown.

Manufacturer narrative:
The returned cartridges were tested by siemens technical operation team and were found to meet performance specifications. Based on the information provided, issue (discordant hemoglobin a1c results) was resolved by changing to a different box of reagents. Customer indicated that they are now operational and obtaining results are acceptable to them.

Event description:
Customer reported 4 discordant hemoglobin a1c (hba1c) patient results on the instrument. There is no report of injury due to this event.